Event description:
It was reported that the customer's insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the device could not pass the motor displacement test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delievery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.the insulin pump passed functional testing including displacement test, rewind, basic occlusion, and occlusion tests.